Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced as it had adhered to the patient¿s tricuspid valve. A new lead was attempted but exhibited non-capture near the end of the procedure. The lead was repositioned with normal values observed via the analyzer. When connected to the pacemaker, non-capture was once again observed. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.